Event description:
The pt was no longer getting pain relief. The radiologist was unable to aspirate the catheter during a catheter dye study (date not reported). The pump and catheter were replaced. Black residue was seen in the catheter pump connector by the physician at explant. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent wen the analysis is complete.